Manufacturer narrative:
(B)(4). Date of follow-up report : 02/25/2016. The sample functioned normally when activated repeatedly in the monopolar function. An additional failure was found during the investigation; the clear insulation was damaged. The additional findings did not contribute to the reported condition of the monopolar working intermittently. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the monopolar tip was only activating intermittently. Another device was used without further consequences and there was no injury to the patient. The device was returned to covidien and initial inspection discovered that the clear insulation was damaged.